Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was sent for downstream occlusion test for high, low and medium settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion exceeding medium downstream pressure limit at 26.38 with specification as 7-19 psi. This occurred out of box in the biomed service department. There was no patient involvement. No additional information is available.